Event description:
It was reported that prior to a surgical procedure the foot control device had "cord damage." There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There was no patient or user injury, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. A visual assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.